Manufacturer narrative:
Tw (B)(4). Updated sections: b1, b4, g3, g6, h2, h6, h11. The device was not returned to maquet cardiac surgery for investigation; therefore, no evaluation could be performed. It is not possible to confirm the reported complaint. The lot # 3000521003 history record review was completed. There were no ncmrs, rework, or deviations documented for the reported lot number. Based on the DHR/lhr review results, it was determined that there is no relation between the batch manufacturing process and the reported failure.

Event description:
N/a.

Manufacturer narrative:
(B)(4). Event site name exceeds character limitations: (B)(6) hospital. Since the device is not available to be returned to us, a technical evaluation cannot be performed. Per our standard sop's, all events are tracked and trended to determine whether or not any trends develop.

Event description:
The hospital reported that vasoview hemopro 2 shears would not activate when the blue button was pulled back. The cable was changed, adaptor and box then switched out the kit. The new kit worked with out incidence. There was no patient harm reported. There was a 5-min delay.